Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that may have failed to alarm for an occlusion was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation, baxter (B)(4) discovered a colleague infusion pump "failed the downstream occlusion test." This event may have failed to alarm for the occlusion. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.